Event description:
The distributor reported that during set-up in the warehouse, the zipper slider is missing from panel a. No incident or injury was reported. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Results: eval of the returned unit found an open slider and missing pull tab on the pt access window of panel side a. Delaminated material and insert pin ripped from tape on the hanger zipper of panel side a. Broken elastic on panel side c. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Never use the bed if the zipper pull-tab is missing or broken. Never leave the pt's bedside until all access panel zippers are securely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. MFR reference file #2012-05588.